Manufacturer narrative:
Product complaint # (B)(4). Batch # t5a83d. Investigation summary: the analysis results found that the ats45 device was received with the jaws close and with the clamping mechanism damaged. In addition, a tr45w cartridge loaded in the device. The reload was received fully fired and with damage caused by the knife was noted in the distal end of cartridge. As the device could not be manually opened the device was disassembled to verify the integrity of the internal components and no abnormalities were found. It is possible that the damaged noted on the reload prevented the device from opening. No functional test was performed due to the condition of the device. Due to the condition of the clamping mechanism and cartridge damage, no additional functional testing could be performed. It should be noted that at least a 100% inspection takes place during manufacturing to ensure the device and reload meets the require specifications; in addition, a sample of the batch is inspected at fgqa. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that during a lap appendectomy, "the stapler was activated but would not release." It is unknown how the case was completed. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information received: device was being used in a lap chole procedure. It was successfully activated on the appendix but failed to open/disengage. Staff noted it appeared to be jammed.